Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17007. It was reported that patient presented to clinic. I was found that right ventricular exhibited fracture and high pacing impedance. The right ventricular lead was explanted and replaced, and during procedure the atrial lead was damaged. Atrial lead was also explanted and replaced. The patient was recovering.